Event description:
Report alleges the plaintiff had personal suffering, "elevations of the right arm to collections in the medialen range" and on november 27, 1987 "intubation across the scar strand was replaced."